Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The company service representative found that the issue was the probe was not firmly fixed. The system performed as intended. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the probe that was not firmly fixed. The system performed as intended. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before surgery, low laser energy was experienced.